Manufacturer narrative:
(B)(4). The customer contact indicated that the device was discarded. A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Upon further query the following information was provided that indicated a leak. At an unspecified time, the tubing set was being used to deliver an unspecified volume of an unspecified blood product, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that the patient's family reported to the nurse that the pump was leaking. It was reported that after the nurse entered the patient's room, a puddle of an unspecified volume of blood was noted on the floor. The nurse stopped the delivery. It was reported that during visual examination at the user facility, blood appeared to be leaking form the reported backside of the cartridge of the tubing set; however, no issue was noted with the tubing set. No specific details were provided. The pump was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced.